Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization is unknown. However, based on the 3mensio report, there may have been inadequate calcium to properly secure the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report # 2015691-2015-02204. (B)(4). No results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
Post procedure, after implant of a 29mm sapien xt valve, the patient suddenly coded (unknown reason) in ICU and CPR. A tte noted that the valve had been crushed and dislodged from its implanted position in the native aortic annulus and was "floating sideways" in the lvot. A decision was made to perform an endovascular approach. A variety of techniques were performed to try and flip the down-turned and damaged sapien-xt valve upwards without success. Finally the wire was able to be inserted through the upside-down damaged sapien-xt valve. An attempt was made to place a second 29mm sapien-xt valve inside of the wired upside-down and damaged valve floating in the lvot. The hope was that the upside-down valve would be rendered inactive with a right-side-up valve and be able to secure enough native annulus to hold both valves in place; however, both valves fell back into the lv. Wire access was established through both valves and the second valve was now facing in the right direction (on the wire). The team discussed options and ordered a third valve be prepared. The valve passed through the two previously placed, unsecured valves. Due to the hypertrophied lv, there was enough room to pass the third valve all the way through the two unsecured valves. A partial inflation of the third system was performed, the other two valves were caught, the system was pulled aortic and then fully inflation. One valve was upside down, one right-side up inside the upside-down valve, with the final valve holding all three of the valves together while also securing the trio in the native annulus. As reported the original tavr case was uneventful, the valve was sized and positioned correctly, and achieved a good outcome with mild/trace pvl. The patient was extubated, moved to the floor, and was "awake ¿and doing fine" when he suddenly coded in ICU. Of last communication, the patient is doing well and recovering. The native annular area measured 647.8mm2 by CT. The ejection fraction was 15%. The native annulus was not calcified and the leaflets were moderately calcified.